Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the pacemaker was under-sensing. The patient will be continued to be monitored. No patient symptoms or intervention was reported.